Event description:
It was reported to the manufacturer that the vns patient was pending a battery replacement procedure because diagnostics performed showed that the generator's output status was at limit and eri status was no. X-rays taken of the patient's generator and lead were reviewed. No gross discontinuities in the lead were visualized on portion of the lead body assessed. No obvious anomalies were observed on the x-rays that could be contributing to the reported adverse event. The cause of the adverse event is unknown. Good faith attempts to obtain additional information regarding the reported adverse event are underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.